Event description:
Caller tested husband, reported aviva system blood glucose results of 162 mg/dl, 141 mg/dl, and 297 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.